Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the ngp 780 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the patient had changed the battery in the pump and always reported that the battery needed to be replaced. Customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Customer stated the battery cap was not loose, cracked or damaged. No harm requiring medical intervention was reported. Troubleshooting was performed. The device will not be returned for the analysis.